Manufacturer narrative:
Date of event: the event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that a device embolization occurred. It was reported via social media that the patient had a watchman closure device and at an unknown time the closure device "broke and migrated". No additional information is available.